Event description:
Initially an electronic report was received from a hemodialysis user facility who has reported dialyzer reactions. This initial reporter was contacted and it was learned that for this event, the patient has been receiving dialysis with the use of this dialyzer since sept. The patient arrived for dialysis and pre tx was noted to have some abdomen discomfort, gas and upset stomach. The pt was placed on dialysis at 0330 and within the first 10 mins of rx, bp dropped to 79/43. The pt became diaphoretic, color ashen, and then became unresponsive. The staff infused 400 ml of ns, uf off and pt responded after 1000 ml of saline was infused. O2 was also administered. The pt remained on hemodialysis and was stable for rest of tx. Once the therapy was completed, the blood was returned and this pt was then transferred to the local hospital for further evaluation. This pt continues to receive dialysis with use of this dialyzer. The staff flushes this dialyzer with 2000 ml of ns prior to placing pt on the dialysis treatment system. Reportedly the pt is able to tolerate dialysis therapy with no further symptoms reported with this dialyzer. Of note is the staff attempted to remove 3.2 kg of fluid for this treatment. No sample or lot number available for evaluation.